Event description:
It was reported that the event happened four or five years ago during a sleeve gastrectomy procedure. During the third firing of the endocutter (product code is unknown); the surgeon noticed the stapler did not produce a good cut. The surgeon removed the stapler and completed the procedure with a new stapler. The following day, the patient came back to the hospital and had to be re-operated due to bleeding. The doctor did not know if the bleeding was caused by the endocutter stapler. The doctor indicated the event was not reported to j&j. The surgeon also mentioned that a sales representative was present during the procedure, but believed the individual was a representative from a local medical device distributor, and not a j&j employee. No additional information related to the event was provided.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Complaint information is trended on a regular basis to determine if further investigation is warranted. Per the caller: on thursday (B)(6), I attended a discussion panel where two md's from (B)(6) talked about their experience with the use of j&j products. One of the md's talked about an issue he had with an endocutter stapler during one of the surgeries he had performed. As the panel concluded, I approached the dr. To gather additional details on the event, and this is the information he provided to me.